Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported hospitalized due to high blood glucose. The blood glucose reading at time of call was 189mg/dl. The customer's most recent glucose reading was 189mg/dl, and she has treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer stated that her last infusion set may have been bent. The customer stated that her glucose rises every time she changes the infusion set. The customer stated that she does not feel comfortable with the insulin pump and requested a replacement of the device. No further information was provided.